Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic lobectomy, when cutting lung tissue, a crack sound was heard from the handle then device was unable to fire. Another handle and reload were used to resolve the issue in order to complete the case. There was no patient injury.